Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp mechanism was slipping. The date of incident was unspecified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The reported complaint was not confirmed. The root cause of this event is unknown.